Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. Implant date: unk. (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -7.5 diopter into the patient's right eye (od). The surgeon reports refractive surprise. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5 - the same day in a separate surgery the lens was replaced with a same model and length lens. This did not resolve the problem. Reportedly via email "the lens has already been replaced once due to refractive surprise". No injury reported. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: " the reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens with diopter -7.50 into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise. On (B)(6) 2022, the lens was removed. On the same day separate surgery the lens was replaced for the same model/ length lens and the problem was resolved. The reporter indicated the cause of the problem is unknown." Claim #(B)(4).